Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, h3, h6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "rupture." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "rupture." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 b6 h6.

Event description:
MRI showed rupture. Device discarded.